Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon evaluation, the monitor failed essential performance testing and fired pulse below lower limit. The cause of this was the r56 is measuring 1.4 meg ohms. The root cause of the defective r56 cannot be positively identified. There was no adverse event that resulted from the damaged monitor.